Event description:
It was reported from (B)(6) that the patient expired on (B)(6) 2015. The patient was implanted with the ventricular assist device (vad) on (B)(6) 2015 and began to have right ventricular failure after implant due to ischemic damage from a previous coronary artery bypass graft. The patient was placed on extracorporeal membrane oxygenation (ECMO). One week after implant, the patient was diagnosed with a cerebral hemorrhage by computed tomography (CT) scan and the treating physicians determined that neurological surgery for the hemorrhage was not possible. The patient's neurological status stayed the same; however, the patient started to have multi-organ failure. The treating physicians and the family decided to withdraw care on (B)(6) and the patient expired. The treating physicians do not believe that the event is related to the device.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including right ventricular dysfunction, stroke, multi-organ failure and death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device will not be returned.